Manufacturer narrative:
Multiple follow up attempts were made by tandem technical support in an attempt to obtain more information and complete the troubleshooting with the customer, however, no additional information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis from (B)(6) 2016. Reportedly, contact reported that health care provider believes the pump "failed"; however, no additional information was provided.